Event description:
Patient reported the protective rubber around the battery compartment is damaged and the lateral buttons do not always function correctly. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.